Manufacturer narrative:
Evaluation summary: two opened 23 ga trocar hub/cannula assemblies were received in a small parts tray for the report of trocar leakage. The returned samples were visually inspected. Sample 1 was found conforming and sample 2 was damaged during inspection. For this complaint file, the final customer lot was identified. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product released met the products acceptance criteria. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. Although the returned samples for this complaint were conforming, the investigation had identified that open valves will close over time. This complaint reported lot includes affected manufacturing lots. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Additional information has been requested. (B)(4).

Event description:
A nurse reported that one valved trocar was noticed to be leaking during a vitrectomy/laser surgery. It started to leak after the vitrector was inserted to the eye and removed for the first time. A 23g plug was used during lasering to prevent leaking, surgery was performed successfully as planned. There was no patient harm. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for the (B)(6) years old patient.